Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that the procedure was halted during the second arcuate incision. The capsulotomy, fragmentation, and the first arcuate incision were completed successfully. The physician identified loose zonules and subsequently performed a vitrectomy. No further details about the patient, including which eye was involved, were provided.

Manufacturer narrative:
Section h11. Corrected data, based on further review of the complaint file, it was noted that manufacture date was not accurate on the initial medwatch report. The following section has been updated accordingly. Section h4. Device manufacture date: jan 24, 2014. Additional information: section h11. Additional narrative, additional information was received. Customer doesn't know if the laser is what led to the zonular instability. Patient didn't seem to have a pre-existing condition. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.